Event description:
An attempt was made to deploy a 3.0 mm diameter x 12 mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent in to a pt. The target lesion, located in the proximal circumflex was described as difficult and tortuous with 75% stenosis and was not predilated. It was reported that there was a previously deployed stent at the lesion site. However, it was reported that the relevant device could not cross the lesion and was removed. Upon re-insertion, the tech noticed that the stent was not on the balloon of the delivery system and found the loose stent in her hand. No other clinical sequelae were reported.

Manufacturer narrative:
Eval summary: medtronic has received the relevant device and its analysis has been completed. The device was kinked 10.0 cm, 37.2 cm and 65.0 cm distal to the strain relief. The distal tip was slightly flared. There were crimp bake impressions evident along the working length of the balloon. The distal and proximal pillows were present. There were five segments intact at one end of the stent; however, the segments were partially flattened. A number of struts on the next three segments were deformed and there were gaps evident between the segments. The remaining segments were stretched and deformed. (B)(4). Eval, results: difficult lesion, tortuosity, and stenosis; pre-dilatation not performed. Eval, conclusion: difficult lesion, tortuosity, and stenosis; pre-dilatation not performed.